Event description:
A nurse reported that a knife out of the package was dull, requiring the surgeon to use add'l force to complete the incision. There was no pt harm reported. Add'l info has been requested.

Manufacturer narrative:
No samples have been received for eval. The device history record (DHR) for the lot was reviewed. Functional penetration and sharpness test values for the lot met spec. No abnormalities that could have contributed to a dull knife were found during the DHR review and the product was released according to MFR's acceptance criteria. (B)(4).